Manufacturer narrative:
The pump has not been returned to animas for eval. Pump settings and delivery history were reviewed with the pt's nurse and confirmed as accurate. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the pt was hospitalized for loss of consciousness and hypoglycemia.